Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the storage space failed, and the fridge door was unable to open. The fridge door did not unlock to perform a count, and the system counted down before signing off. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user the was unable to open the refrigerator door. A field service engineer (fse) identified loose hasp screws and secured them. The pyxibus cable was also found to be loose and was tightened. Spring tension on the latch was adjusted, electrical contacts were cleaned, and grease was applied to ensure smooth operation. Customer tested functionality. All drawers were inspected for missing or damaged slide bumpers, and no issues were found. The system functioned as intended after the field service engineer repaired the device.